Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a broken tube extension. The clevis was dislodged from the tube extension. Electrical continuity testing was performed and passed. The instrument was not able to be tested further due to its condition. An additional finding was a scratch mark on the distal end of the main tube showing light material removal and a rough surface finish. The scratch was .0165 - .1835 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasion with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, the wrist of a monopolar curved scissors instrument wouldn't straighten for the surgeon. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.